Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, lot# n129876012, implanted: (B)(6) 2007, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unspecified medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 itwas reported that the patient¿s catheter was damaged during another surgery the patient had on (B)(6) 2017. No patient symptoms were reported. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that surgery. No diagnostics and/or troubleshooting were performed. The issue was not resolved at the time of this report. The catheter was scheduled to be replaced on (B)(6) 2017. The patient¿s status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.